Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 300400 and lot number 211109. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality engineer team. Through examination of the picture the cannula component is shown detached from the hub with a few spots of epoxy residue on the cannula. Epoxy is the adhesive used to join the cannula to the hub. Based on the investigation results, it has been determined that this incident resulted from an inappropriate dosage of epoxy.

Event description:
It was reported that the bd precisionglide¿ needle dislodged from the stylus. The following information was provided by the initial reporter: the needle dislodged from the stylus during vaccination with vaccine leaking and the needle remaining in the arm after withdrawal.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 2013 was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle dislodged from the stylus. The following information was provided by the initial reporter: the needle dislodged from the stylus during vaccination with vaccine leaking and the needle remaining in the arm after withdrawal.